Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the piston would not move forward when attempting the rewind step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2019 with the following findings:.during investigation, there was no activity relating to the pi observed in pump histories. The rewind, load and prime steps performed successfully. The piston was able to rewind and advance fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.